Event description:
Review of "extrasphincteric perianal fistulae after sacrospinous fixation for apical prolapse" revealed that the patient underwent a transvaginal prolapse repair including unilateral sacrospinous hysteropexy with two 2-0 polytetrafluoroethylene sutures in (B)(6) 2004. Four years later ((B)(6) 2009) the pt presented with a 5x8cm right ischioanal abscess draining into the vagina. In (B)(6) 2009, an attempt was made to remove the ptfe sutures, the believed cause of the fistulous tract, however the suture were unidentifiable. In (B)(6) 2009, the surgeon performed a subcutaneous fistulectomy, exposing an epithelialized tract descending from the ischioanal fossa. And after further dissection the ptfe sutures were visualized and excised. Six weeks after surgery the patient was healing well.

Manufacturer narrative:
Gore attempted to acquire info required for this form. The authors do not specifically identify the use of gore-tex suture, however gore is unaware of another ptfe suture broadly indicated in the united states for general and vascular surgery until 2007. Review of the mfg records could not be performed as no lot number info was provided. The device was not returned. Consequently, a direct product analysis was not possible. Add'l info about this event could not be obtained. As a result, no further investigation is possible. All info has been placed on filed for use in tracking, trending and follow-up. "Extrasphincteric perianal fistulae after sacrospinous fixation for apical prolapse" (obstet gynecol 2011; 117:438-40) case #2.